Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to reset itself, resulting in a longer boot time. In this state defibrillation therapy may be delayed if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for service. The cause of the reported issue could not be determined.